Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states that the light handle was torn or sliced when they opened the package.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. After performing a visual inspection, the reported issue was confirmed. The handle of the lite glove was ripped. The root cause is due to an issue with the distribution of material during the forming process. A formal corrective and preventative action was implemented for this reported issue. Re-validation is being performed for the forming operation, forming station and mold parameters. A testing fixture will be implemented to test the dimensional tolerance of the lite glove. A new micrometer design will also be implemented to measure the wall thickness of the lite glove. All manufacturing personnel were trained and made aware of this reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.